Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) implanted: (B)(6) 2019 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) ubd: 08-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has an abandoned lead implanted. The caller indicated that the lead broke and the patient currently has an axonics system implanted. When asked for an event date, the caller said they assumed that it occurred when the axonics system was placed, which was on 6 mar 2025. Troubleshooting was not required. The issue was not resolved through troubleshooting.